Manufacturer narrative:
The device is undergoing an evaluation but has not yet been completed.

Event description:
Alleged mechanical failure with the device. The investigation is in process.

Event description:
Additional information was received and it was reported that during arch replacement of the aorta, the transducer no longer bends in one direction; however, the procedure was completed with no change in equipment. There was no need to repeat the procedure as no data was lost. There was no patient or user injury reported. No additional information was provided.

Manufacturer narrative:
This supplemental report is being submitted to provide additional event information (see section b5), correct the brand name of the device (see section d1), update the device available for evaluation (see section d10), correct the manufacturer's contact information (see section g1), provide additional report source (see section g3), correct the date received by manufacturer (see section g4), update device evaluated by manufacturer (see section h3), provide the event problem and evaluation codes (see section h6), and provide additional manufacturer narrative (see section h10). The device referenced in this report was not returned to siemens for evaluation; therefore, the investigation of the device could not be performed and the cause of the reported phenomenon could not be conclusively determined.

Event description:
16-05118-us-1019-p-s

Manufacturer narrative:
This supplemental report is being submitted to update the device available for evaluation (see d10), update the follow-up type (see h2), update the device evaluated by manufacturer (see section h3), update the event problem and evaluation codes (see h6), and provide the investigation results. Investigation: the most probable cause of the z6ms transducer no longer bending in one direction was due to a broken articulation wire. The broken articulation wire was due to cable manufacturing process variance and/or insufficient wire reliability. A corrective action was planned and implemented after a cable assembly design review through a CAPA.